Manufacturer narrative:
The device was not returned to zoll for evaluation. The biomedical engineer at the customer site evaluated the device and confirmed the reported alarms. The issue was isolated to the nt valve, which was replaced to resolve the problem.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that before use, the device experienced technical failure 300 and 545 as well as failing calibration testing. Complainant indicated that there was no patient involvement in the reported issue.